Event description:
Fast-fix 360 did not deploy. There was minimal time delay to retrieve a new device and remove the malfunctioning one. The only piece of the instrument that was received for evaluation was t1 and t2 implants without the delivery device and that t1 was broken at the eyelet. Alex was unaware that the implant broke - he could only recall that the device failed to deploy properly and that the issue was likely with t2.

Manufacturer narrative:
T1 and t2 anchors were returned with suture for evaluation. The delivery device was not returned. Visual inspection identified that t1 was broken at the eyelet and the distal tip of the anchor was missing and not returned. No root cause related to the manufacturing of the device can be established. (B)(4).